Event description:
During preoperative tests, customer reportedly noted unit switched to battery without any alarm messages. Battery subsequently ran low and unit shut down.

Manufacturer narrative:
Investigation/conclusion: ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.